Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of flicking image was not reproduced. However, the e104 error was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunctions is traced to outer tube (thermistor) is broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had flicking image and fog free function error e104. The issue was found during therapeutic procedure with the same device. There were no reports of patient harm.